Event description:
Per the surgeon, the patient experienced pain and swelling at the abutment site and was administered a steroid injection on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.